Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) and battery pack sn (B)(4) has been completed. The reported problem (charger not working - light will not turn on) has been confirmed. As received, the battery charger would not power on and the battery pack was non-functional. Upon investigation, contamination was found inside the battery charger and battery pack. The cause of the inability to power on and communicate is contamination inside the charger and battery pack. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated battery charger. The patient received a replacement battery charger and battery pack. Device manufacture date: battery pack: 04/2008.

Event description:
A (B)(6) old female patient contacted zoll customer support to report that her battery charger was not working. The light would not turn on in any outlet. The patient was issued a replacement battery charger and battery pack.